Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging a death occurred during the use of a ventilator. No medical intervention was reported. The device has not been returned to the manufacturer. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a death occurred during the use of a ventilator. No medical intervention was reported. The customer has informed the manufacturer they do not want to return the device. The summarized logs have been sent and attached to the record. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.